Manufacturer narrative:
Concomitant medical products: patient was implanted with two neurostimulator systems and it was unclear which issues apply to which implanted system. Information regarding the other system implanted is: product ID: 37714, serial#: (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there was difficulty getting the ins fully recharged. The rep said there were no known factors that could have led to the issue. The rep interrogated the ins and found it to be dead. The rep coupled the recharger with the ins and had all 8 coupling boxes. The patient wanted the ins's replaced as they said that it no longer held the charge for longer than 1-2 days and, even with 8 coupling boxes, they couldn't get the ins fully recharged ¿even after recharging for 2 days¿. The rep attempted to call technical services to run tests on the recharging unit, but the patient preferred having both ins's replaced. It was noted that the issue was not resolved at the time of the report but surgical intervention was planned. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the difficulty getting the ins fully charged to full was not determined and the devices were discarded by the customer. No further complications were reported/anticipated.

Manufacturer narrative:
Refer to regulatory report #(B)(4). The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the rep received a call from the patient that both their neurostimulator's (ins) were replaced on (B)(6) 2019, she had increased pain at ins sites and hospital would not give her a prescription for more pain meds, so she left there and went to an emergency room (ER). The surgical dressings were moved by the ER staff and the patient stated this pulled off some of the glue on her incisions. The ER placed lidoderm patches over each incision and sent her home. The patient reported that the ins sites were now red, swollen and weepy with yellowish drainage that runs down to her buttocks and legs when dressing is removed. Patient stated there are blisters on her incisions and incisions open slightly at times. Patient stated she went to her healthcare provider was diagnosed with bladder and kidney infection, and was on antibiotics for that. Patient denied fever, but complained of nausea and sweating. Patient inquired if they could recharge their inss but rep instructed not to until incision sites were fully healed. Patient scheduled to see doctor, on (B)(6) 2018. Additional information was received from the manufacturer's representative. It was reported that the cultures were sent from both sites. It was reported that left pocket culture was negative, however right pocket revealed "rare flora" which hcp explained was likely skin flora. Patient was placed on broad spectrum antibiotics and remained in hospital for 2 days. Both ins were dead. Patient was instructed to wait to recharge until both incisions were healed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.